Event description:
It was reported that following a case a nurse was clearing the operating room. The nurse noticed a strong smoke smell and saw sparks coming from the back of the monitor followed by dark smoke from where the power cord plugs into the monitor. The device was unplugged and inspected by the site's biomedical engineer. The site's biomedical engineer reports that there are visible signs of smoke and burn damage at the power cord entry site and damage to the a/c power module. There was no report of pt involvement or any injury. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.

Manufacturer narrative:
This report was initially sent to ge healthcare via the (B)(6) project.